Event description:
It was reported that the device is experiencing rapid battery depletion due to high outputs on the left ventricular and atrial leads. Reprogramming was done and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.